Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that it will not communicate with a monitor.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) is complete. The reported problem (unable to communicate with monitor) was confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was cut, damaging the black (main batt) wire and the rear pulse wire. The root cause for the cut trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.